Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(6). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(6) has been listed and the (B)(6) FDA registration number has been used for the manufacture report number. Medical device expiration date: n.a. Initial reporter e-mail: an additional email address was provided as (B)(6). Investigation summary: no physical samples were received; the investigation was performed based on the photo provided. This is the 40th related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The complaint could not be confirmed hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. Investigation conclusion: a complaint history check was performed and this is the 40th related complaint for not clipping on lot # 7177532. According with the DHR review information, the problem ¿not clipping¿ has no jhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test. As no samples were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure based on the video received. The root cause for this issue could not be determined based on the video provided alone. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that the safe-clip experienced a safeclip not clipping. The following information was provided by the initial reporter: in connection via teams with the patient, it is evident that the device being used (needle cutter) does not allow the needle to enter the hole to be cut. The exercise is performed during the connection to corroborate the information provided by the patient and effectively it is not possible to use it. According to the video, the device has been in use for 3 years.